Manufacturer narrative:
(B)(4). One lf5544 ligasure device was received, and examination of the sample confirmed the reported issue. Visual inspection found the knife is trapped and contained within the jaws, which would prevent the device from opening. Review of the device history records for this lot found no potentially contributing factors. The investigation identified the root cause of the issue as customer misuse. Knife trap occurs when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Any tissue accumulation within the webbing during use can also contributed to the issue, and is caused by inadequate cleaning. The IFU included with this product states: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Confirm that the jaws have reached the closed position and are locked before activating the cutter. It also recommends cleaning the jaws as needed with a piece of wet gauze to help minimize tissue build-up between the jaws.

Event description:
The customer reported that during a procedure, the ligasure device would not operate correctly. A new device was used to continue the procedure. No patient injury occurred, and no further information was available from the customer. Examination of the received device on 11/18/2016 found the knife was trapped within the jaws, preventing them from opening.

Manufacturer narrative:
(B)(4). Original complaint report received from medwatch mw5065332.